Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube and distal shaft. Inner diameter measurement could not be taken at the proximal end of the shaft, due to the condition of the device. The shaft was damaged (flattened) for 20 cm, starting at the proximal end of the shaft. Microscopic examination revealed a complete separation at the collar/shaft area. Ptfe was completely pulled out from the collar of the device. Microscopic examination found no irregularities or defects at the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) of left main trunk (lmt). Following a non-bsc guidewire insertion at the left circumflex artery (lcx), a 145, 5-in-6 guidezilla guide extension catheter was used to help deliver a 3.0x38mm non-bsc stent to the lad. After the 3.0x38mm non-bsc stent was deployed, removal of the stent delivery system (sds) was attempted following deflation however, the removal was unsuccessful due to resistance. The physician decided to remove the sds and the guidezilla together from the patient. After the removal, it was noticed that the collar of the guidezilla guide extension catheter was detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad) of left main trunk (lmt). Following a non-bsc guidewire insertion at the left circumflex artery (lcx), a 145, 5-in-6 guidezilla guide extension catheter was used to help deliver a 3.0x38mm non-bsc stent to the lad. After the 3.0x38mm non-bsc stent was deployed, removal of the stent delivery system (sds) was attempted following deflation however, the removal was unsuccessful due to resistance. The physician decided to remove the sds and the guidezilla together from the patient. After the removal, it was noticed that the collar of the guidezilla guide extension catheter was detached. The procedure was completed with this device. No patient complications were reported and the patient's status is good.